Manufacturer narrative:
The field service engineer (fse) found a hole in the tubing through pinch valve pv37 between fittings ff107 and ff124. Pinch valve pv37 provides an open pressurized diluent path from the sheath tank to manifold mf11. The fse replaced the tubing through pinch valve pv37 and the leak was fixed. The repairs were verified per established procedures. Upon recurrence, there is a potential erroneous results for all parameters. Upon recur; the failure mode identified could potentially cause erroneous results for all parameters due to improper backwash of the probe. (B)(4).

Event description:
The customer reported a leak inside the lh500 instrument. The volume of the leak was about 20 ml and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous results were generated for this event.